Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken plug strap, crease fold, opening, calcification in the surface of the shell and crease fold. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify three sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge due to an unidentified (tear) opening and two sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation and implant exchange due to patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Healthcare professional reported right side deflation and implant exchange due to patient's concern with the product. Device has been explanted.